Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd0473 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezd0473) have been reported from the same facility.

Event description:
It was reported by facility that during the procedure they found a malfunction of the catheter so they removed the catheter. They reportedly found a breakage at 2 cm . The broken portion was removed surgically.